Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation with pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that the physician repeatedly aspirated frothy air when the catheter was inside the sheath. Aspiration was normal initially, but upon catheter insertion, bubbles appeared in the flush port. Despite performing all available troubleshooting steps to address the negative flow, air continued to be present. The procedure was successfully completed using a replacement device. No patient complications were reported. The product was disposed of at the facility and is not expected to be returned for analysis. It was further reported that the dilator and guidewire were inside the sheath prior to, and/or at the time, the air was observed. No issues were noted during preparation of the sheath. Pressure bag was used for the irrigation of sheath. The guidewire was positioned just at the tip of farawave catheter as it was inserted into the sheath. No air was seen in the patient. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation with pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that the physician repeatedly aspirated frothy air when the catheter was inside the sheath. Aspiration was normal initially, but upon catheter insertion, bubbles appeared in the flush port. Despite performing all available troubleshooting steps to address the negative flow, air continued to be present. The procedure was successfully completed using a replacement device. No patient complications were reported. The product was disposed of at the facility and is not expected to be returned for analysis.